Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 600 mg/dl; a new pod had been recently applied but the patient's personal diabetes manager bg meter was not working, therefore insulin could not be delivered. Symptoms reported include hyperglycemia, vomiting, dehydration and lethargy. The patient was treated with 4 bags of intravenous fluids and insulin. The pod was removed at the hospital; patient had been hospitalized 2 days thus far and was still in the ICU at the time of reporting.